Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not remove the used cartridge from the pump during the load process until prompted on the t:slim x2 pump screen.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the load process. Reportedly, the customer was removing the cartridge from the pump at the wrong time. The customer's blood glucose (bg) level was 445 mg/dl. The bg level was addressed with manual injections. Reportedly, insulin delivery was resumed.